Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller was not finding the implanted neurostimulator (ins) unless the recharger (rtm) was plugged in. Pt said they are only able to connect when the rtm was plugged in. Pt has tried resetting the controller. The issue was not resolved through troubleshooting. A replacement controller was req uested. Additional information was received. A manufacturer representative (rep) called with the pt on the line stating that they are unable to connect to their ins with their new controller. Pt stated that when the rtm was connected, the controller just spins, however they were able to connect to the ins with the controller. Pt states that in the past, they would charge to 40, 50 or 60% and then charging would stop. He would lay on their rtm for an hour or hour and a half and charging would stop. A replacement recharger was requested. Additional information was received. The rep was with the pt at the time of call and reports the pt was still having issues recharging their ins, in that the replaced controller and rtm would not connect (did connect once) and will not charge past 58%. The controller will sit on the searching screen. Rep states they tried new equipment (rtm and controller) with the pt¿s battery pack and was able to start a normal charge session. A replacement rtm and controller were requested. Additional information was received. The pt called back stating previously documented information and noted that they had been meeting with their rep about potentially replacing the internal battery. The rep advised the pt to call patient services to get a replacement battery pack to see if it w ould help with their issue before replacing the internal device. Pt said the issue was internal. Pt reported that the ins would be at 90% and would go to 30% immediately. Pt got the replacement rtm and controller and it worked (agent understood as pt was able to pair the controller to the ins) and charged the ins to 50-60% again and now the ins was at 30% and it dropped because they got no device found, and that it would cut back on and said stimulation was off, and when they went to turn it back on, it said it couldn't be found again (agent understood that pt was having difficulties in charging their ins). Pt shared that they spent an hour a half to 2 hours and only got the ins to 50%. Pt also reported the ins got hot when recharging their implant. Pt was told before getting the scs device that there was a potential for the battery to go bad. The issue was not resolved. Agent reviewed information and advised the pt to continue to follow up with their managing healthcare provider and rep in regard to this issue as it sounded like an internal problem, rather than an external issue. Yet, agent sent an email to the repair department to replace the battery pack.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.